Manufacturer narrative:
Additional information: h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes after starting the dialysis treatment with a revaclear 400, the patient experienced asthma, wheezing, irritability, chest tightness, allergies, and other symptoms. One minute later, ultrafiltration was discontinued and the patient was given dexamethasone (5mg intravenously). Subsequently, the patient's symptoms were relieved and the hemodialysis filter was replaced and treatment was completed. No abnormality of the filter was observed before and after use. No additional information is available.